Event description:
New information received notes that the right ventricular lead was capped and replaced in a procedure on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to high ventricular rate. The noise was not reproducible in clinic. No device intervention was performed. The patient had no consequences.